Event description:
Knee infection, knee pain worsened. Initial information was received in 08/2001 from a consumer. The caller, who had a history of osteoarthritis, received bilateral synvisc injections, three times in 2001. Caller has a history of receiving a series of synvisc injections into the right knee in 1999 and 2000 with good results. One occasion in 2001, after receiving a second set of bilateral synvisc injections, the pt experienced increased bilateral knee pain. After receiving a third set of bilateral synvisc injections, the pt reported experiencing "severe" pain in both knees. The patient's outcome is unknown. Additional information was received in 10/2001 from the consumer. The patient reportedly had experienced a streptococcus pyogenes infection of the tendon sheath of pt's right index finger in 11/2001, which supposedly resolved before pt started receiving synvisc injections. The pt reportedly received pt's first set of synvisc injections into bilateral knees in 3 months before. Patient experienced "minor discomfort" after the injections. Two days after receiving a second set of bilateral synvisc injections, the pt reported experiencing "severe" pain and the need to take pain pills and use canes for walking. A third set of bilateral synvisc injections were given 5 days later, and the pt reported experiencing "unbearable" pain soon after the injections. The patient was treated with cold compresses and prescription pain pills. Four days later, the patient reported a rash on pt's left leg and swelling of pt's left leg and foot. Pt went to the emergency room (ER) where pt was diagnosed with having an "infection". An ultrasound was performed which ruled-out blood clots. Oral cephalexin was prescribed to treat the symptoms. About three days after this, a physician saw the patient's leg and prescribed intravenous (IV) rocephin (ceftriaxone sodium) for 3 days, followed by oral cephalexin "for a few days." As of that date, the pt reported no bacteria were present in pt's blood stream. The pt reported the muscle pain, swelling and rash have resolved; however, the knee pain continues.